Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, customer had cleared malfunction on their own and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.